Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and mesh was implanted. Following the procedure, the patient experienced strong pain in the right leg starting from the obturator foramen. The patient underwent removal of the mesh from the right side. Additional information has been requested.